Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken near sensor base. Broken part still attached to sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was between 8 mmol/l and 12 mmol/l and their sensor glucose read 3.1 mmol/l. The customer also reported their blood glucose was 7.5 mmol/l and their sensor glucose was 5.7 mmol/l in another incident. The customer was advised the sensor may be damaged. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.